Event description:
Medical records received. Patient left tka was revised to address femoral component loosening and sublexation of the patellar. The femoral component and patella are being reported.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The device associated with this report was not returned. Patient medical records were received and reviewed. Review of the supplied records confirmed valgus instability and deformity with limited range of motion. A complaint database search finds no additional reports against the provided product and lot combination. The investigation could not draw any conclusions about the root cause of the instability or limited range of motion; however, provided information suggests the surgical technique in the index procedure was a possible contributing factor. No evidence was found suggesting product error was a contributing factor and the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
The device associated with this report was not returned. Patient medical records were received and reviewed. Review of the supplied records confirmed valgus instability and deformity with limited range of motion. A complaint database search finds no additional reports against the provided product and lot combination. The investigation could not draw any conclusions about the root cause of the instability or limited range of motion; however, provided information suggests the surgical technique in the index procedure was a possible contributing factor. No evidence was found suggesting product error was a contributing factor and the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.